Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the issue was not duplicated during the evaluation of the device. However, the se reported that the occurrence of a "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) was confirmed in the event log. The se replaced the solenoid valves (3 and 4) to resolve the issue.

Manufacturer narrative:
The suspected solenoid valves (3 and 4) were returned to philips for evaluation. The technician documented the following conclusion/root cause, "tech verified and confirmed that no alarms or fault related diagnostic codes were generated during the standard test bed (stb) operation with suspect solenoids installed into gas delivery system (gds). Product investigation lab (pil) could conclude that no problem/fault found related to returned suspect solenoids."

Manufacturer narrative:
The service engineer (se) reported that the issue was not duplicated during the evaluation of the device. However, the se reported that the occurrence of a "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) was confirmed in the event log. The se replaced the solenoid valves (3 and 4) to resolve the issue.